Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the suture was attempted to be placed in the left common femoral artery with a proglide device using the preclose technique. Reportedly, a cuff miss occurred. The sutures of two other proglide devices were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f for the aaa procedure. When the aaa procedure was completed, the two successfully pre-placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.